Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system could not start up. Upon troubleshooting fse found that the host pc experienced a power failure in its mainboard, which confirm that the device was defective. To resolve the issue, fse replaced the host pc . The defective host pc was returned to philips for analysis and confirmed the failure in cmos battery as unit failed to power on via power supply. The system was returned to use in good working order. The codes were updated based on the investigation outcome.